Manufacturer narrative:
Section d10: correction. The percutaneous lead was returned on 08aug2019. Section g4: correction - date received by manufacturer was inadvertently entered as 08aug2019 in follow-up report #1. The correct date for section g4 in follow-up report #1 is 09sep2019.

Manufacturer narrative:
Approximate age of device- 2 years, 10 months, 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016, it was reported that the patient had audible alarms on and off battery. Patient had been having driveline fault alarms since (B)(6) 2019 and possible before that. Pump stop alarms started on (B)(6) 2019. No further or additional information was provided.